Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2011. On (B)(6) 2015, a valve-in-valve tavr procedure was performed due to severe aortic insufficiency; an edwards sapiens 3 valve was implanted. The patient was reported to be stable post-procedure.